Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rexj1701 showed no other similar product complaint(s) from this lot number.

Event description:
(B)(6) 2014 - patient states her powerport was placed in a radiology suite and the site at her neck incision opened up and she had to have antibiotics. She states she has cancer and is receiving chemotherapy. The incision never healed and turned into a hole. It has filled with purulent material so that gets cleaned out and the nurse puts a new bandage. Patient had swelling along the entire tunneled track. Her doctor put her on a 10 day course of antibiotics which is now complete. At one point, the catheter was visible from the wound. The patient reports her port is being used successfully for her infusions and she hasn't had any problems with the port function.